Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) system had programmed itself off due to low intrinsic amplitudes. Additionally, there was myopotential oversensing however, there was no inappropriate therapy as a result. It was recommended to have the patient evaluated in the clinic. The patient was seen in the clinic and the device was programmed to primary 1x gain and there was myopotential however, there was no oversensing. When the patient laid on his side and there were observations of a lot of noise. When programmed to secondary 1x gain and alternate 1x gain there was t wave oversensing. The device was programmed to primary 2x gain and more testing was performed in which there was myopotential noise and fewer oversenses. Ts discussed other programming options and recommended to consider an x-ray. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that the patient received one inappropriate shock due to t wave oversensing and small and wide r waves. Additionally, there was a baseline noise/ myopotential. The smart pass feature was also automatically disabled. Technical services discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the smart pass feature on this subcutaneous implantable cardioverter defibrillator (s-ICD) system had programmed itself off due to low intrinsic amplitudes. Additionally, there was myopotential oversensing however, there was no inappropriate therapy as a result. It was recommended to have the patient evaluated in the clinic. The patient was seen in the clinic and the device was programmed to primary 1x gain and there was myopotential however, there was no oversensing. When the patient laid on his side and there were observations of a lot of noise. When programmed to secondary 1x gain and alternate 1x gain there was t wave oversensing. The device was programmed to primary 2x gain and more testing was performed in which there was myopotential noise and fewer oversenses. Ts discussed other programming options and recommended to consider an x-ray. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that the patient received one inappropriate shock due to t wave oversensing and small and wide r waves. Additionally, there was a baseline noise/ myopotential. The smart pass feature was also automatically disabled. Technical services discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported the patient was evaluated in the clinic in which troubleshooting was performed. There was baseline noise with minimal movement in the chair which was related to intermittent myopotential. Some noise was seen when programmed in primary and secondary. The device was then manipulated and there were no observations of noise. The patient was wrapped in an electric blanket at the time of the inappropriate shock. The patient brought in the blanket and no noise was re-created with the patient sitting with the blanket. When the patient did full left arm range of motion there was noise that was being oversensed. Technical services recommended x-rays to see if the system migrated. X-rays was performed and they will send to technical services. At this time, the system remains in service. No adverse patient effects were reported.